Event description:
It was reported that the surgeon inserted a competitor's lens and the lens was torn during insertion. The lens was removed and another lens implanted without any patient injury. The patient's current condition is good.

Manufacturer narrative:
A lot order search was performed and there were two similar complaints found.